Event description:
The pt had an infection of the lumbar region. The pt was treated with IV antibiotics and total device system explant. The pump was returned to the MFR for analysis. The analysis revealed the gears were seized. The infection resolved and the pt experienced no drug withdrawal.